Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 110 mg/dl at time of incident. The customer reported that they had issues with battery and the insulin pump alarmed replace battery now. It was reported that they had failed battery alarm. It was reported that they had power loss alarm. The customer stated that they received frequent battery failed alarms and alarm was cleared before inserting battery. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents. No unexpected power loss, battery failed alarm or replace battery now alarm noted.